Event description:
It was reported that an implantable neurostimulator was explanted and replaced due to battery depletion on (B)(6) 2009. The patient had requested reprogramming because the device "needed to be turned up." It was noted that device interrogation occurred on (B)(6) 2009 and it was determined that the battery status was low. On the day of the explant, the programmer read-out stated that the battery was low and the device was set at program one with an amplitude of 6.8, a pulse width of 420, and a rate of 70 and at program two with an amplitude of 1.5, a pulse width of 210, and a rate of 70. It was reported that the expected battery life was 22 months, and the device was explanted after 19 months. It was noted that patient outcome was resolved without sequela on (B)(6) 2009.

Manufacturer narrative:
Product ID, 7495-51 lot# serial# (B)(4), implanted: 1998 (B)(6), product type extension product ID, 74001 lot# n202530, implanted: 2009 (B)(6), product type adapter product ID, 37752 lot# serial# (B)(4), implanted: 2009 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient product ID, 3487a lot# l55258, implanted: 1998 (B)(6), product type lead. (B)(4).